Manufacturer narrative:
A united states siemens customer service engineer (cse) contacted a siemens customer care center (ccc) to report that the customer has been operating the dimension exl 200 instrument with temperature overrides activated for the reagent and cuvette temperature monitors for over one month. System checks and quality controls (qc) recovered within acceptable ranges during this time. The cse attempted to recalibrate system temperatures to determine if the system was performing properly and was unsuccessful at recalibrating the temperatures. Siemens determined that the cooling unit was no longer functioning and required replacement. The cse instructed the customer to stop running the instrument until the cooling unit is replaced. On a subsequent visit the cse installed a new cooling unit. The reagent probes (r1 and r2) were aligned, inventory was fixed, and the temperatures were calibrated. The lines were primed, and the customer was instructed to calibrate temperatures again in 24 hours. A system check was run three times and the customer was instructed to run qc. Siemens further investigated the issue and determined that the cause of this event is due to customer's method in operating the instrument with temperature overrides activated. The dimension exl 200 operator guide states that daily maintenance requires acceptable system checks, which includes the reagent and cuvette temperature. Siemens educated the customer about the risk of running and reporting results when the system cannot verify temperatures due to the override function. B3 was intentionally left blank as the customer did not know when they activated the temperature override function. This MDR is being filed in an abundance of caution as it is unknown whether discordant results were obtained during this time. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
During a preventative maintenance (pm) dispatch, a siemens customer service engineer (cse) observed that the customer was operating the dimension exl 200 instrument with the temperature overrides activated for the reagent and cuvette wheel temperature monitors for over one month. Upon inspection, the reagent compartment was found to be at 14 degrees celsius, which exceeds the acceptable temperature range of 2-8 degrees celsius. It is unknown if this contributed to discordant results. There are no known reports of patient intervention or adverse health consequences due to the customer operating the instrument with temperature overrides activated.